Event description:
The customer reported that during use of this pump to perform a left anterior cruciate ligament reconstruction, the pump was not functioning properly in that it kept pumping fluid. Another pump and tubing set were obtained and the user experienced the same phenomenon. Following the user obtained a competitor's pump to complete the procedure. These events resulted in a surgical delay of about 1 1/2 hours. Upon completion of the procedure and removal of the surgical drapes, the customer reported finding swelling to the patient's left quadricep and groin area. The patient was transported to the recovery room and discharged home several hours later as the swelling subsided. The customer reported that follow-up with the patient found she is recovering without sequelae.

Manufacturer narrative:
Investigation results: conmed linvatec received the pump for evaluation and was unable to duplicate the reported problem. Testing verified that the pump responded appropriately and the safety alarm functioned properly. Further evaluation found the pump required calibration as it was manufactured 01/30/2004, and has no prior service history. In addition, a visual inspection of the pump found damage to the remote hand control connector and to the front bezel (pushed in/cracked/hole). Associated MDR 1017294-2010-00036.